Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on old egm records. No programming changes were made as the device was previously removed due to an elective upgrade to a pacemaker. No adverse patient consequences were reported. No further information is available.